Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was a 2 ml of cleaner, and was contained within the instrument. While evaluating the unicel dxh 800 coulter cellular analysis system in the customer's facility for the reported leak, a beckman coulter field service engineer (fse) identified the instrument was failing daily hemoglobin checks. There were no erroneous test results associated with this event. The operator was wearing gloves at the time of the leak, and there was no exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found failing hemoglobin daily checks. The fse resolved the daily check failure by cleaning the hemoglobin chamber. The repairs were verified per established procedures. The reported cleaner leak was resolved by reseating the pickup tube and quick disconnect for clenz. (B)(4).